Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin therapy on the pump. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump, and manual insulin injection.